Manufacturer narrative:
Device evaluation : the 2nd distal stent segment had a raised strut. (B)(4).

Event description:
It was reported that a resolute integrity (rx) drug eluting stent failed to cross the target lesion during a procedure. Patient is described as stable. The device was returned to the manufacturing facility and, through analysis of the returned device, the stent was observed to be damaged.